Manufacturer narrative:
Motor error alarm occurred during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Unit had scratched display window and cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received excessive motor error alarms during rewind. Alarm history showed motor error alarms. Customer's blood glucose was not reported. Insulin pump would be replaced.